Event description:
A malfunction was reported, displaying malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction reappeared, which the customer understood and acknowledged.